Event description:
Nagula, 2018 ¿ comparison of endoscopic ultrasound¿fine-needle aspiration and endoscopic ultrasound¿fine-needle biopsy for solid lesions in a multicenter, randomized trial. Endoscopic ultrasound was performed by using a curvilinear array echoendoscope (gf-uc140p or gfuct140; olympus america, central valley, pa). Fna and fnb were performed by using either a 22-gauge or 25-gauge needle at the discretion of the endoscopist. At the time of study design and implementation, available clinical data suggested similar diagnostic yield between these needle sizes. Fna technique was standardized to using a stylet with negative suction during the first needle pass by using any commercially available fnaneedle (echotip, cook medical, bloomington, in; expect, boston scientific, natick, ma). The fnb needle used in this study was the echotip procore (cook medical). Fnb was performed by using the slow-pull technique for all passes. This complaint captures x1 case of pancreatitis after fnb of a pancreatic head mass, requiring a 2-day hospitalization.